Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) seemed not to be capturing the myocardium. The device sensing reacted like not detecting the intrinsic events. The device was explanted and replaced. No patient complications have been reported as a result of this event.